Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was damaged. The reservoir compartment is broken and she uses tape to hold the reservoir in place. Customer stated the reservoir compartment came off in pieces, the top is missing. If she doesn't tape the reservoir in place it will simply fall off. The customer doesn't recall her blood glucose level. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The customer might return the device for analysis.